Manufacturer narrative:
(B)(4)

Event description:
Reportedly, r-wave amplitudes that vary between 6mv and 8mv were recorded by a medtronic analyzer. Values measured by the orchestra programmer vary between 1.9mv to 5mv upon first interrogation, and between 2mv and 3.5mv after the end of the implantation procedure.

Manufacturer narrative:
Preliminary analysis results showed that the device behaved as specified.

Event description:
Reportedly, r-wave amplitudes that vary between 6mv and 8mv were recorded by a medtronic analyzer. Values measured by the orchestra programmer vary between 1.9mv to 5mv upon first interrogation, and between 2mv and 3.5mv after the end of the implantation procedure.

Event description:
Reportedly, r-wave amplitudes that vary between 6mv and 8mv were recorded by a medtronic analyzer. Values measured by the orchestra programmer vary between 1.9mv to 5mv upon first interrogation, and between 2mv and 3.5mv after the end of the implantation procedure.